Manufacturer narrative:
Establishment name: medical college hospital (B)(6). Address: (B)(6). This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurred. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual: inspection of the endoscopic system. Operation manual: important information please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing confirmed the report of low angulation. Angulation in the up direction did not meet the standard due to wear of the angle wire. The report of the bending section being deformed was confirmed. The return angle from bending of the bending section did not meet the standard due to damage on the angle wire. The report of poor appearance of the bending section was confirmed. The connecting tube was discolored due to deterioration caused by reprocessing. In addition, suction volume did not meet the standard due to damage on the suction channel, the suction cylinder was shaved because it was scraped with a cleaning brush, water removal ability did not meet the standard due to clogging of the nozzle, the adhesive on the bending section cover was cracked, the universal cord was discolored due to the resin area becoming detached, the objective lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface, the light guide lens, up/down knob, control unit, and right/left knob were dirty due to insufficient cleaning, the distal end cover was shaved due to a crack in the resin, switch one was cut due to physical stress, the image guide protector was damaged due to physical stress, there were black dots in the image due to damage on the charge-coupled device unit, the device leaked due to damage on the channel, and the light was decreased due to the light guide bundle slipping down. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during reprocessing, angulation on the subject device was low, the bending tube was deformed, the connecting tube was wrinkled, there were scratches on the distal end, and there were water marks in the image. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurred. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.